Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited severe calcification, severe tortuosity and 90% stenosis). Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Conclusion not yet available (evaluation of device in progress). Device failure/lack of effectiveness related to patient condition device (target lesion exhibited severe calcification, severe tortuosity and 90% stenosis). (B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified lesion with 90% stenosis and severe vessel tortuosity located in the lad. Pre-dilatation was carried out and the physician decided to implant a 2.75mm diameter x 18mm length endeavor resolute (rx) drug eluting stent. It was reported that the stent could not cross the lesion and upon removal it was noted that the struts of the stent were damaged. No abnormality was observed during device inspection / preparation prior to use. Another stent was used to treat the target lesion. Patient status post procedure was good and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).